Manufacturer narrative:
Siemens is conducting a thorough investigation of this event. The cause for the issue has not been determined yet. A supplemental report will be submitted if additional information becomes available. Internal ID #: (B)(4).

Event description:
It was reported that during patient positioning on the artis pheno system the patient table would not move. The patient had to be moved, and the procedure was performed on a different unit. There are no injuries attributed to this event. The reported incident occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The table control module (tcm-s), which is required to initiate movements of the patient table, was defective in such a way that the switching function was always activated. On site, this meant that this triggering method was blocked for movements. Because the system has other, independent actuation modules, such as the safe touch pilot module or the tcm-j, it was still possible to operate these movements in principle. Nonetheless, the operator decided to switch to another system. The defect in question was also confirmed as the replacement of the affected part on site was successful and the system again functioned as specified. The consumption of spare parts was verified and a possible general defect that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.